Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had migrated. The physician elected to explant and replace the device. The patient was in good condition post-procedure.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.